Manufacturer narrative:
D.2b. Medical device type: one additional code applies; jka. E.1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using ten (10) bd vacutainer® push button blood collection sets, the customer experienced the needle leaking after pulling the needle from the vacutainer. No patient or user impact reported.

Event description:
It was reported that while using ten (10) bd vacutainer® push button blood collection sets, the customer experienced the needle leaking after pulling the needle from the vacutainer. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 28-jan-2025 h3. Device eval by manufacturer- yes investigation summary - bd received nine shelf cartons of samples for investigation. Thirty returned samples were subjected to functional tests, using 10 tubes per needle to assess the functionality of the device. All the samples passed testing, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples were subjected to functional tests, using 10 tubes per needle to assess the functionality of the device. All the samples passed testing, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, the 30 retained samples underwent additional functional tests. All samples passed testing as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve side piercing. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.